Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) balloon ruptured.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) balloon ruptured. There was no patient harm.

Manufacturer narrative:
Corrected data: b5, e3, h6 (clinical and impact code).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit had logged gas loss and autofill errors. The unit blood was found between the pim and safety disk. The fse replaced the pneumatic module assembly, and the unit passed all functional and safety tests.